Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Low bg cause was not known. An emergency medical technician provided assistance and the customer consumed glucose tablets and carbohydrates to address bg. Reportedly, the customer experienced "left arm scrapes" due to the low bg event. The customer continued to use the pump for insulin therapy.